Event description:
Implant loss, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, nerve encroachment, increased sensitivity implants had to be removed, because of the ongoing nerve encroachment same patient as (B)(6).